Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00692, 1627487-2024-00693 it was reported the patient's leads had migrated. As such, surgical intervention occurred where two leads were repositioned and one lead was explanted and replaced on (B)(6) 2024 to address the issue.